Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a reversal of a colostomy when closing/ anastomosing the colon, the stapler was fired and when attempting to open the stapler, the surgeon noted that the anvil felt a "sticking" sensation from the handle. The surgeon questioned if it was not "fired firmly enough," though once completing the leak test on the anastomosis, a significant leak was noted. This resulted in him having to suture part of the anastomosis together to complete the anastomosis. No buttress material was used.